Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, upon removal of the plunger, no suture were present. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated the reported needle to cuff miss had not occurred with this device as evidenced by the needle not being deployed; therefore, the reported needle to cuff miss could not be confirmed. The analysis of the returned device revealed the sheath was kinked distal of the suture bearing. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, the access site was mildly calcified. It should be noted that the proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the information reviewed, there is no indication of a product deficiency.